Event description:
The manufacturer was notified that a trilogy evo ventilator was reported to have a ventilator service required code e-80 indicating the oxygen (o2) proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. There was no harm or injury reported. Device evaluation has not yet been completed. Upon completion of the device evaluation a follow up report will be submitted.